Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Intended procedure: l3/4 anterior lumbar interbody fusion (alif). Pre-operative diagnosis: non-union of previous instrumented spinal fusion level. Implanted: t10-s1. It was reported that post-op,the screw backed-out. A revision surgery was performed to re-stabilise the previous posterior fixation construct. The product came in contact with the patient. No fragment remains in the patient.